Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The 85% stenosed lesion was located in the non-tortuous, non-calcified posterior descending artery. The target area was not predilated. The physician was able to inflate the stent balloon and deploy the stent. The physician encountered resistance while trying to remove the balloon catheter. The physician reinflated the balloon intending to dilate the balloon/stent for a few seconds, but was unable to remove the balloon. He deflated the balloon and rotated the catheter but the balloon would not release. Finally, he pulled on the catheter with force and was able to withdraw the balloon. The stent was checked for placement under fluoroscopy. The stent was still in position and well opposed. No patient complications were reported. Patient status is satisfactory.